Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: the device has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact. The ¿ok¿ button on the keypad was intermittently responsive to user presses. The keypad was removed and the ¿ok¿ button contact was found to be damaged. The investigation was able to duplicate the initial complaint about an unresponsive keypad. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.